Event description:
The user facility reported to terumo vascular systems that prior to cardiopulmonary bypass, during prime, the sampling manifold tubing of the oxygenator had a tear near the while luer connection. No patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available.